Event description:
It was reported that one day post-implant, the patient received multiple inappropriate shocks due to persistent noise detected on the right ventricular (rv) lead. An x-ray was taken and no visible damage was evident. The rv lead was explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the setscrew marks on the connector pin were too proximal. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert occurred on (B)(6) 2014 for the sensing integrity counter greater than 30 in 2 days, and 2 or more high rate nst episodes. Analysis also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning on (B)(6) 2014, v sensing integrity counts went up to 862. Analysis further indicated there was unexpected delivery of a ventricular tachyarrhythmia therapy; vt-ns and vf episodes were present with evidence of lead noise oversensing and inappropriate shocks.